Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; however, a video was provided. Based on evaluation of the video, sleeve leakage was observed. Additionally, retention samples were selected from bd inventory for evaluation & testing and upon completion, no issues were observed relating to sleeve leakage as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the video, the customer¿s indicated failure mode for sleeve leakage with the incident lot was observed. The retain samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set had blood dripping from the tube end of the safety-lock. No serious injury or medical intervention was reported.

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set had blood dripping from the tube end of the safety-lock. No serious injury or medical intervention was reported.